Event description:
It was reported that the bur broke in the pt's mouth. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. Lot no. Details were not provided. It was not possible to determine the definitive root cause for the alleged breakage.